Event description:
Device 1 of 2, reference MFR. Report#1627487-2017-06460. Follow-up identified a new system was implanted on (B)(6) 2018. The issue is resolved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#1627487-2017-06460. It was reported the patient experienced ineffective stimulation due to lead migration. Reportedly, the issue was confirmed by x-rays. In turn, surgical intervention was undertaken on (B)(6) wherein original leads were not revised due to scar tissue. As a result, the procedure was abandoned and the patient referred to a surgeon as the next course of action.